Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation

Event description:
It was reported that during use on patient, cs300 intra-aortic balloon pump (iabp) reported "catheter restricted" alarm. There was no personal injury or harm reported.

Manufacturer narrative:
Updated fields - b3, b4, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11. The user solved the problem by himself without informing the specific process. No other information is available. In future if we receive some new information will reopen and update the investigation.

Event description:
Na.